Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device has a boot up error. There is no reported patient involvement.